Manufacturer narrative:
.

Event description:
It was reported the upper jaw of the device is broken. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the jaws don¿t close all the way down, no other visual discrepancies during functional test a new needle were loaded into the handle; however the needle didn¿t load into the handle properly. The device were disassembled and found that the set screws are loose causing the clamp pushrod move out of the initial position and this misalignment is the cause of the jaws don¿t close properly. The complaint was verified, but the root cause for the reported failure could not be determined with confidence; however the most probable root cause due to failure to torque the set-screws adequately. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes excessive force of the device or incomplete set-up/use of the device, also customer alterations. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.